Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation in its original package, cut in two pieces with one haptic detached. Surface residuals (particles, fibers and ovd residues) were observed on the lens which indicates that it was handled and prepared for surgical use. The device problem code for haptic damaged (detached haptic) was verified. No scratch defect was observed on the lens. The device problem code for cosmetic (scratch) was not verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The lens met specification prior to release. The directions for use (dfu) was reviewed. The dfu and the precaution sections adequately provide instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed from the patient's eye after noting the haptic was torn and there was a scratch on the lens. A new lens was inserted into the patient. No patient injury reported from the procedure. Additional communication on (B)(6) 2015 confirmed there was no patient injury and the lens was removed and replaced in the same day surgery.